Event description:
It was reported that there was a fistula after using ecr60d reloads.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the endoscopic intervention? Could you please provide a timeline of events? What other color cartridges were used in the procedure? Where anatomically was the leak identified for the fistula? Were there any issue with staple formation noted throughout the care of the patient? Additional information was requested and the following was received: was there any medical or surgical intervention performed to treat the fistula (re-operation; re-suturing; prescription steroids; antibiotics prescribed)? What is the current patient status? For my part, it was a sleeve recut for residual fundic pouch. The patient had no anticoagulant, no antibiotics, no steroids at the time of surgery. The patient was treated endoscopically + broad spectrum antibiotic, she is doing well. Additional information received: the device was discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.